Manufacturer narrative:
(B)(4). Evaluation, methods: (films); evaluation, results: inherent risk of procedure (occlusion), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently, the vessel morphology was reported as there was disease progression with aortic neck dilatation; the aortic neck at the renal artery is 32 mm in diameter and expands to 40 mm in diameter 2 cm below the renal arteries. The patient returned for routine follow-ups. It was reported a recent CT revealed that the talent stent graft has migrated distally 6.3 cm with a type I endoleak and the left contralateral stent graft limb is occluded, due to kinking in the bifurcated stent graft in the unsupported area. The physician stated that the iliac limbs did not move however, when the bifurcated stent graft migrated the area of stent graft that is unsupported kinked (and occluding off the left iliac limb. There is 9.4 cm between the flow divider and the renal arteries. The physician has elected to monitor the patient. No clinical sequelae were reported and the patient is fine. Review of several returned images post-implant confirmed that the contra limbs were occluded beginning at the flow divider. Both hypogastric arteries were confirmed patent. There is a proximal type I endoleak. The occlusion likely was caused by the contra limb kinking just below the flow divider, due to the distal migration of the bifurcate. The migration was likely due to dilatation of the proximal neck.